Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the volumetric accuracy testing was failed by over 10%. The event occurred during pre-testing. The customer also informed that the device has not been used in a clinical setting and is considered an out of box failure with a repeatable over deliverance of 10% on initial testing with 3 different sets used. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg unknown. One device was returned for evaluation. Visual inspection revealed the device in good condition. No issues were found in the event history log. Accuracy testing was able to replicate the reported issue. The root cause was determined to be the expulsor was too long. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.